Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. The 1cc blood loss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not bee completed. (B)(4).